Event description:
This ra lead was implanted on (B)(6) 2008 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 statin that this lead had minute ventilation oversensing with inappropriate anti tachycardia response and a jump of impedance in an unknown date being confirmed by the caller. The following physician was dr. (B)(6) at (B)(6) group pc in lawrenceville, ga. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).